Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Leaks may occur due to, but are not limited to, manufacturing, damaged seals, device handling, cap rotation technique, and/or interaction with associative devices. The copilot device contains two seals. One seal is opened and closed by depressing or releasing the cap. The other seal (clamp) is opened and closed by rotating the cap in either a counter-clockwise or clockwise direction. It may be possible that the bbc seal was damaged or the clamp seal was not securely closed around the associated devices. A review of the lot history record was performed and indicates that this lot met all the manufacturing release requirements. There were no non-conforming material records associated with this lot number. Overall, without having the copilot for investigation, a conclusive cause for the reported leak could not be determined. However, based on the lot history record and similar incident results, there is no indication to suggest a product quality deficiency. All copilot bleed back control valves are subjected to a 100% visual inspection, and a cap compression test is performed to verify inner diameter specification. Additionally, a quality control audit inspection is used to verify the product quality, including performing a leak test on a sample of units from each lot.

Event description:
It was reported that during a procedure the copilot leaked at the anti-reflex valve. The device was removed and a second device used in the procedure. The device was discarded due to the excess blood in/on the device. There was no reported patient effect. There was no additional information provided.